Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain') and genital haemorrhage ('general abnormal bleeding') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, d & c and fecal incontinence. Concurrent conditions included asthma, hypertension, hyperlipidemia, gerd, migraine, dysfunctional uterine bleeding, transient ischaemic attacks, vasculitis, brain swelling, short-term memory loss, intramural leiomyoma of uterus, erythema nodosum, autoimmune disorder, chronic cervicitis and pelvic adhesions. Concomitant products included abatacept (orencia), clonidine, colecalciferol (vitamin d3), duloxetine hydrochloride (cymbalta), esomeprazole, fluticasone propionate;salmeterol xinafoate (advair), ketorolac tromethamine (toradol), levothyroxine, morphine sulfate, nsaids since (B)(6) 2003, ondansetron hydrochloride, oxycodone hydrochloride (oxycodone hcl), paracetamol (acetaminophen) since (B)(6) 2003, propofol (anesthesia s/I 60), topiramate and zolmitriptan. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines/headaches"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids"), 15 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in (B)(6) 2008 and 2011 novasure ablation done, d & c and salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, depression, uterine leiomyoma, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Plantiff previously reported hysterosalpingogram now report she did not undergo confirmation test discrepancy noted in date of insertion- (B)(6) 2003, (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine fibroids, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-new event dyspareunia (painful sexual intercourse),migraines/headaches were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain') and genital haemorrhage ('general abnormal bleeding') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included cymbalta. The patient's medical history included gravida ii, parity 2, d & c and fecal incontinence. Concurrent conditions included asthma, hypertension, hyperlipidemia, gerd, migraine, dysfunctional uterine bleeding, tia, vasculitis, brain swelling, short-term memory loss, intramural leiomyoma of uterus, erythema nodosum, autoimmune disorder, chronic cervicitis and pelvic adhesions. Concomitant products included abatacept (orencia), clonidine, colecalciferol (vitamin d3), esomeprazole, fluticasone propionate;salmeterol xinafoate (advair), ketorolac tromethamine (toradol), levothyroxine, morphine sulfate, nsaids since (B)(6) 2003, ondansetron hydrochloride, oxycodone hydrochloride (oxycodone hcl), paracetamol (acetaminophen) since (B)(6) 2003, propofol (anesthesia s/I 60), topiramate and zolmitriptan. On an unknown date, the patient started cymbalta at an unspecified dose and frequency. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids"), 15 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in (B)(6) 20008 and 2011 novasure ablation done and salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, depression and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Plantiff previously reported hysterosalpingogram now report she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine fibroids, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and mr received. Reporter information, medical history, concomitant drug, lab data added. Event : abnormal bleeding (vaginal), fibroids added. Psych injury were updated to depression, mental anguish. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-sep-2019: pfs received. Essure explant date added. Events- general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding and psych injury were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.